Event description:
The customer reported that during a procedure, the video processor was powered on, but the hd display, sd display, and all endoscopic images and patient information disappeared. All freeze and release operations were no longer accepted. There was no operation sound from the remote. Hospital staff tried turning the power back on, attaching, and detaching the endoscope and wiping the electrical contacts, but nothing worked. The issue resolved on its own after trial and error. The procedure was completed using the same equipment with an approximate 10-15 minute delay. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation could not be reproduced and there were no additional findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "during the case, cv-290's power was on, but both hd display and sd display disappeared for all the endoscopic images/patient information" occurred due to printed circuit board of cv-290 that controls the video board, freeze control, release control, enlargement, emphasis, and other video parameter settings was temporarily defective due to some factors such as the effects of long-term use. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "the service life of the products shall be six years after shipment (after delivery) (subject to self-certification (our data)". "The number of years is the number of years when proper use such as pre-use inspections and periodic inspections shown in this package insert and "instructions for use" are performed within the durable period, and when repair or overhaul is required according to the inspection results." Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifiers: (B)(6).